Event description:
The manufacturer received information alleging the device failed a test step during testing. There was no harm or injury reported. Arrangements have been made for onsite service to replace the three-way solenoid valve and the proportional valve to address the issue.